Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: pain, breast pain, visibility/palpability, varied injuries, chest pain, anxiety.

Event description:
Consumer reported "pain and implant removal from textured to smooth". Later legal reported "concave depression in my chest with little tissue/muscle", "back pain", "excessive scar tissue", "this whole incident has caused me much worry". This record is for left side. The device was explanted.